Event description:
Patient was revised due to pain. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (side unk). (B)(4) 2012 - legal claim received with operative reports of primary surgeries-bilateral patient. Based upon the date in operative report for doi ((B)(6) 2008), this is the left hip. However, the claim letter alleges the right hip was revised on (B)(6) 2012. (B)(4) 2012 - patient operative notes were received. It was noted that cloudy fluid was found in the joint, there was a large heterotopic ossification proximal to the greater trochanter, and there was corrosion around the taper. Dor: (B)(6) 2012 (left side).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.